Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned the replacement recharger had a very bad and strong chemical smell. The smell was coming from both the box and the recharger. Patient aired the recharger out and took the recharger out of the box. The recharger still smelled very chemical.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755_s, serial/lot#: (B)(6), UDI#: (B)(4) due to the patient using multiple implants, it was unknown which implant was being used with the recharger (97755-s) brand name intellis; product ID: 97715, (serial: (B)(6); implant date: on (B)(6) 2024, brand name: inceptiv; product ID: 977119, (serial: (B)(6); implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having problems charging both of their implants since end of june early july. Pt (patient) stated they were implanted with a ilr from boston scientific and ever since then the recharging has gotten slower. Patient (pt) stated they met with their manufacturing representative brooke a couple times and they made some changes and it got better but every time they sit down to charge, they start swearing because it's not holding a connection and it's taking way longer and the pieces are getting very warm on their body with both implants. Patient mentioned the recharger paddle got very hot the last time they used it. Pt confirmed they do not try to recharge both at the same time. Agent sent a request to repair to replace the intellis recharger. Agent contacted ts to verify that the ilr (implantable loop recorder) implant should not effect recharging speed. Patient reported they had problems recharging their devices before that and met with the representative a few times and it was getting better, but every single time, they started spewing swear words because it was taking longer and longer to charge. Agent walked pt through resetting the pt's wireless recharger. Agent reviewed information regarding wireless charging. Pt will monitor the recharging speed after the replacement and will follow up with their managing healthcare provider (hcp) as needed.

Manufacturer narrative:
D4 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis found:no anomalies were visually observed and complaint unverified analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.